Event description:
Customer reporting what they suspect is a false positive sars result. Customer states they took 1 test in the morning and received a faint positive result. Customer took a second test in the late afternoon and received a negative result. No confirmation testing was performed. Customer is asymptomatic.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.